Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies on the lead body. Electrical tests were performed and no discontinuities or shorts were observed. The reported event of high capture threshold was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.